Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the jaws of the device were not able to close and the clips did not load properly into the jaws. A new device was used to resolve the issue. There was no patient injury.